Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date in (B)(6) 2018, a follow-up computed tomography angiography showed a distal type I endoleak in the left limb. On (B)(6) 2019, the patient complained of pain in the abdominal area. A computed tomography angiography identified endoprosthesis in the left limb migrated proximally and an aneurysm enlargement (amount unknown). An additional procedure was performed to treat the migration. The left internal iliac artery was coil embolized and contralateral leg endoprosthesis was implanted for distal extension on the initial endoprosthesis in the left limb. The patient tolerated the procedure. The physician commented: the migration was not found on follow-up in (B)(6) 2018.